Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient was taken to the doctors and diagnosed with cellulitis. It was also reported that the site was red and bruised. The patient was prescribed antibiotics (doxycycline 100 mg). The patient also had hyperglycemia but not exact value was given.